Manufacturer narrative:
Although, there was no reported injury in this case, the available info suggests a malfunction in the device. Though, still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
It was reported that while using eclipse, the customer reported that the dose plan will not invalidate when the mcl is changed or edited. As a result, the user is not notified with a warning that re-calculation is necessary. No pt injury reported, and no pt data provided.